Event description:
It was reported that during a stenting treatment procedure stent migration occurred. The 70% stenosed lesion being treated was located in the uncalcified, untortuous left anterior descending artery. Vascular access was gained through the right femoral artery. The physician inflated a 3.0x12mm maverick balloon catheter for 5 seconds at 6atms, 9 seconds at 6atms, and 6 seconds at 8atms. The physician then advanced the 3.50x16mm promus element stent delivery system to the target lesion. Upon inflation of the device the stent moved proximally 2-3mm. The 3.50x16mm promus element stent was post-dilated with 4.5x8mm and 5.0x8mm quantum maverick balloon catheters. The procedure was completed with another of the same device. No patient complications were noted and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication. The event is due to a known physiological effect of the procedure noted within the directions for use (dfu), and/or device labeling. (B)(4).